Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that, one day post implant, the left ventricular (lv) lead measured high impedance. It was suspected that there may be a setscrew issue with the implantable cardioverter defibrillator (ICD) or the lead pin may have an incomplete insertion. The lead and device remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.